Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device's lcd display screen was found to be broken. The ventilator's lcd display screen was replaced to address the issue.

Event description:
A ventilator was returned to the MFR's service center for eval. There was no harm or injury reported.